Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product(s): 43835s-52 lead, implanted: (B)(6) 2004; a 43835s-58 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported the patient is deceased and died approximately two weeks post implant of the cardiac resynchronization therapy pacemaker (crt-p) and left ventricular lead. The cause of death was reported as sepsis associated with multi-organ failure. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No additional information is available.